Event description:
It was reported that when the IV set was removed from a spectrum pump, the pt rec'd an inadvertent bolus of magnesium. The customer stated that the nurses assumed that when the IV set was removed from the pump, the tubing would clamp on its own. It was also reported that this occurred two times with pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. During the complaint eval, the customer stated that the inadvertent bolus was due to human error and no malfunction of the pump or IV set was observed. MFR report no. 1314492-2013-00203 is related to this event.